Event description:
Information from the manufacturer representative reported that the results of the impedance testing was normal, and an x-ray was pending. The healthcare professional later reported (via the manufacturer representative) that the patient will have a lead revision on (B)(6) 2016. The issue was not resolved at the time of the report. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
The event date was noted as (B)(6) 2015, however the manufacturer representative was notified on (B)(6) 2015 that the patient had fallen a month ago, the exact event date was not able to be obtained.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient fell one month ago, and experienced spine pain at the lead incision/ painful stimulation due to a fall. The pain would go away with stimulation off. A lead revision was planned. The patient indication included non-malignant pain.